Manufacturer narrative:
(B)(4). After battery installation, the unit was unable to power up resulting in a blank display. This is due to corrosion and mold in, around the battery connectors. Water could be seen on the inside of the lcd window before the case was opened up, plus the boards were wet once they were taken out of the case. Unable to perform the displacement and self tests due to the blank display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. The insulin pump was exposed to water. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.